Event description:
It was reported that the tps universal driver ran on its own without user activation. The event occurred during testing. There was no patient involvement, or adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.